Manufacturer narrative:
The investigation has determined that a higher than expected, troponin I es (tropies) result was obtained from a single patient sample when tested using vitros tropies lot: 5770 on a xt 7600 integrated system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropies lot: 5770 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropies reagent lot: 5770 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An instrument issue is an unlikely cause of the event as qc results on the instrument leading up to the event were acceptable and within-run diagnostic precision testing indicated acceptable performance of the vitros xt 7600 integrated system. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture's recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Furthermore, failure to perform cleaning activities for the instrument as recommended cannot be ruled out as a contributor to the event, as it was determined the customer's latest cleaning of the vitros xt 7600 integrated system was insufficient. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropies, lot: 5770.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected, troponinies (tropies) result was obtained from a single patient sample when tested using vitros tropies lot: 5770 on a xt 7600 integrated system. Patient sample 1 result of 0.664 ng/ml versus the expected result of <0.012 ng/ml the higher-than-expected vitros tropies result was reported from the laboratory. The customer indicated it is possible the patient received heparin treatment; however, no further information was provided in relation to the possible heparin treatment. A medical consult with ortho medical safety officer: "heparin is a common treatment for patients with unstable angina or suspected mi to reduce potential mortality. The half lives of these medicines are ranging from minutes to 2-3 hours and should be cleared from the patient's system quickly. So, if the patient did not experience any acute side effects of any of these medicines, it is highly unlikely this patient will experience any serious long-term harm due to the unnecessary short-term administration of these drugs". Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The patient has since been released from hospital and there has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).